Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 573 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer continued to use pump for insulin therapy. Reportedly, the customer was using cold insulin and was overfilling the cartridge, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.